Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 350 mg/dl and a correction bolus via the pump was delivered to address the bg level. A pump system check was performed and no device issue was found. The customer changed the insulin set site and the bg level dropped to 203 mg/dl.